Manufacturer narrative:
Initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown. Customer/user must have acquired a potential/probable counterfeited products, causing the erroneous test results obtained by the customer/user associated with this report; however, this could not be confirmed as the device/test kits were thrown away (no additional investigation can be performed). Customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used (this has not been confirmed however). As noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. Customer/user did not have any additional information to provide.

Event description:
Customer feedback: positive from ihealth test, follow up pcr negative bought it in november/december of 2021 in new jersey. It may have been at shoprite, cvs or walgreens. No lot number, pack already thrown away.